Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, an evt_battery_not_charging_fault error was discovered in the event log. The technician recommended replacing the device's system board to address the issue. Additionally, the muffler and the flow element/sensor were replaced due to reported as having been dirty/ contaminated. The tubing-fio2 is contaminated so the tubing/housing was replaced.